Event description:
Chest tube placement on the patient. Both multipurpose drainage catheters malfunctioned and were leaking from the hub. These were two catheters from the same lot number. Solution was replacing with a catheter from a different lot.